Event description:
It was reported there was a therapy issue. An impedance check found impedances over 3,600 ohms. The patient was having a revision due to therapy problems. A week later it was reported that the patient had needed a pocket revision, where it was moved from the original location in the buttock to the flank area of the back due to device erosion in the original pocket. The impedance measurements were normal after several attempts and the device was functioning normally. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer; patient; product ID (B)(4), lot # 291510001, implanted: (B)(6) 2011, product type accessory; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, product type extension. The initial MDR was filed as MFR report # 3007566237-2012-01787. Additional review indicated the correct manufacturing site was site (B)(4).

Manufacturer narrative:
Product ID neu_unknown_lead lot# serial# implanted: explanted: product type lead; product ID neu_unknown_lead lot# serial# implanted: explanted: product typ lead. (B)(4).